Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to right ventricular (rv) pace impedance less than 200 ohms. It was also noted that the rv threshold had increased from 1.5 v at 1.0ms in 2017 to 2.0 v at 1.2 ms in 2021. The crt-d was due for routine replacement in the next seven months and the physician was seeking advice regarding rv lead replacement. No adverse patient effects were reported.